Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a system displayed a system message and had a noisy fan during a procedure. The surgery was completed. The patient experienced central retinal ischemia. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported events, (pressure increase or the system message) was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 23, 2014. Based on qa assessment, the product met specifications at the time of release. During evaluation of the system, it was observed that there was water in the pressure supply hose, air filter, and both pressure tubes of the fluidics and pneumatics module. Based on where the water was observed, posteriorly in the system, the water most likely was coming from the air source. However, how or when the water entered the system cannot be determined conclusively at this time. Although water was observed in the system, the functionality of the system was not affected. The customer was notified of this issue. The system was de-installed and replaced with a new system at the customer site. The root cause cannot be determined conclusively. (B)(4).